Event description:
It was reported that during insertion of the catheter in the intensive care unit, the physician was unable to remove the spring wire guide (swg) from the catheter. Therefore, she removed both the swg and the catheter together and successfully inserted another catheter. The insertion site was the jugular vein. There was no reported delay in therapy, patient complications, injury or death reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device evaluation: one catheter and one swg were returned for evaluation. The swg was observed stuck inside the catheter. Signs of use were indicated by the blood observed on the catheter body, inside the distal extension line and on the swg. Multiple kinks and bends were observed on the swg. Microscopic examination revealed the distal core wire broke adjacent to the distal weld. The proximal core wire and weld remain intact. The diameter of the swg was measured and found to be within specification. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The investigation found no evidence to suggest a manufacturing related cause. A device history record review was completed and there were no relevant findings. The report of a swg and catheter resistance was confirmed through visual examination of the returned sample. The core wire broke adjacent to the weld. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater that the design specification is applied during removal. Based on these circumstances, the potential cause of this issue is procedure/patient anatomy related.